Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed at initial power up with a blank liquid crystal display screen. The device's system and central processing unit boards required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.